Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2023 and suture was used. While using the product to suture the hernia portal, the needle broke off at the swage part and the needle tip was lost. Fluoroscopy confirmed that the needle remained within the abdominal wall and was removed. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the lot number : unk. What measures were taken to retrieve the broken piece?: dialysis was used to take it out. Was there any additional tissue damage as a result of searching for the needle piece?: no. Were there any unexpected outcomes or complications as a result of the prolonged surgery time?: no. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain: no. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.